Manufacturer narrative:
A partial lead was returned in two pieces for analysis, electrical testing did not find any indication of conductor fractures or internal shorts. The damage noted to the lead body was consistent with that occurring at time of explant. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported noise could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, ventricular fibrillation episodes and noise were seen. The lead was explanted and replaced due to the episodes. The patient received no inappropriate therapy or shocks and is in good condition.